Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Without a lot number or device serial number, the manufacturing date cannot be determined. Patient information is not generally available due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿retaining of ptca guide wire in the left ventricular lead and subsequent application of epicardial electrode when crt-d implantation in a patient with severe heart failure and persistent left superior vena cava: a case report. Int j clin exp med 2015;8(8):14472-14478.¿ (B)(4).

Event description:
A journal article was received which contained information regarding this patient's left ventricular (lv) lead. The article noted that due to difficult patient anatomy during the implant procedure, the guidewire remained in the lv lead. One year post-implant an alert was triggered indicating high impedance. It was discovered by x-ray that the guidewire had broken in two placed within the lv lead which may compromise the integrity of the lead. Several months later the patient was admitted to the hospital with chest distress, difficulty breathing, and inability to lay down. It was determined the lv lead exhibited loss of capture. The lv lead was abandoned and replaced. No further patient complications have been reported as a result of this event.